Manufacturer narrative:
In addition, a (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). (B)(6).

Event description:
Dr. (B)(6) explanted a certas valve and said it wasn&#62752;functioning correctly. He said the valve wasn't draining enough. He hooked-up the explanted valve to a manometer and the water would only drop to 22cm-23cm in the manometer. They had x-rayed the certas valve while it was still in the patient to confirmed the valve was set to the performance setting of #2. He sent the explanted valve to pathology and when I picked it up, the valve looks (to the naked eye) like it is set to performance setting of #3. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). (B)(6).

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was that of product code 82-8807 and not that of 82-8804 as initially reported. The position of the cam when valve was received was at setting 3. An occlusion was noted at the inlet of the ruby ball. However when irrigated again the flow was normal. The siphon guard also flowed normally and passed the programming test. It was noted that the device failed the pressure test. Biological debris was seen throughout the device, which appears to have been the root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the device was revised as it was not draining enough. When x-rayed while still implanted it appeared to have been programmed to 2, however when explanted, with the naked eye, it appears to have been set to 3.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.